Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the netherlands alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was initially tested on cobas liat and generated a positive result for the sars-cov-2 and influenza b targets (negative for influenza a). The same sample was retested on competitor platforms (panther and genexpert) which yielded a negative result for all targets. Both positive and negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the influenza b and sars-cov-2 targets that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Based on the data analysis review, the product is performing as intended. (B)(6).